Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer was hospitalized due to blood glucose (bg) level of 389 mg/dl and diabetic ketoacidosis. Customer¿s bg was treated intravenously with insulin and manual insulin injection. The customer was discharged on (B)(6) 2024 with no permanent damage. Reportedly, out of range issues occurred between the transmitter and pump and an occlusion alarm had occurred. Reportedly, customer reverted to an alternate method of insulin therapy.